Event description:
Information was received indicating that during use of a smiths medical cadd administration set for ambisome (liposome) infusion, the patient was supposed to receive 120ml over 2 hours, but 40 ml was left over in the bag. No patient consequences were reported. No adverse effects were reported.